Event description:
This device was returned without oos documentation from medtronic, inc, per medtronic pt records, this device was replaced with a sensia pacemaker. Per the following physician's office, this pt came into the office with an unspecified problem and transferred to an ER in wichita falls, tx. The physician's office had no further info regarding this pt, this problem or the outcome.